Event description:
It was reported the pt was experiencing numbness in his hands and numbness in his mouth. It was reported the pt had difficulty swallowing. The pt went to another physician for a second opinion, and the one lead was removed. Follow up found the symptoms had resolved. It was reported the pt had slight original numbness in his hands, however, the pt felt much better.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.